Manufacturer narrative:
(B)(4). A user facility report (B)(4) was received for this event. A batch review will not be performed because a lot number is not available. The device has been requested for evaluation but has not yet been received. Follow up information will be submitted as it becomes available.

Manufacturer narrative:
(B)(4). This complaint was not confirmed on the returned sample for connection issue of the transfer set and plastic catheter adapter. Visual inspection of the transfer set showed no defects. An under water pressure test was performed with no leakage noted. Batch review was not performed due to unknown lot number. Trend review was performed for the time period from (B)(6) 2009 through (B)(6) 2011. No trend triggers were observed. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received via user facility report. The nurse (rn) reported that the peritoneal dialysis (pd) transfer set disconnected from the pd catheter plastic adapter during dialysis. On (B)(4) 2011, product surveillance spoke with the nurse who stated this patient was a (B)(6) female. This transfer set was the patient's initial transfer set since her therapy began on (B)(6) 2010. The nurse confirmed that the patient's transfer set was replaced and the plastic beta cap adapter involved with the separation is still in use by the patient. Since this transfer set was connected in the operating room (or) at the hospital, the nurse did not know if any assistive devices were used the make the initial connection. The separation occurred when the patient was asleep while performing therapy. When the patient awoke, she reconnected the parts and resumed therapy without changing to a new set up of supplies. The nurse stated she noted no defects with the transfer set or the beta cap adapter. The nurse stated she has noted a change in the type of plastic of the catheter connector. She believes the plastic seems softer. The nurse stated this patient developed peritonitis as a result of this incident. The patient was not hospitalized and has recovered from the infection. The nurse confirmed this patient has since resumed therapy without further issue. No further information was available.